Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent ilet pump alerts 57 and 61 despite multiple restarts, subsequently disconnecting from the pump and managing blood glucose with subcutaneous insulin injections; the issue aligned with a mechanical device problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.